Manufacturer narrative:
A ge representative evaluated the system, and performed the filament calibration for a customer installed x-ray tube. System operates as intended.

Event description:
It was reported that the x-ray tube was arcing during a procedure. No patient injury was reported.